Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: leakage from improper luer connection. Not resulting in exposure to hazardous drug and harm. If you administer the fluid it will leak and not enter the vial.